Manufacturer narrative:
The device was disposed of and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patients ipg was removed due to migration. The ipg was removed and nothing was put in its place at this point. The ipg was discarded by the facility.